Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
When placing the stent in the patient with wire, pusher, and scope inserted, the tether broke upon removal. Flexible grasping forceps were used to remove the remaining tether. The stent remained in the patient as intended. The patient did not require and additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications was conducted during the investigation. The tether was returned to assist in the investigation. A visual examination noted that the monofilament thread was broken with an elongated stretched appearance. A review of lot history shows no non-conformances for the provided lot and there is no evidence to suggest items in this lot were not manufactured in accordance to the current specification. The provided instructions for use (IFU) cautions: ¿do not force components during removal or replacement. Carefully remove the components if any resistance is encountered.¿ it is possible that the user exerted excessive force when removing the tether from the patient. The appropriate internal personnel have been notified. We will continue to monitor for similar complaints.

Event description:
When placing the stent in the patient with wire, pusher, and scope inserted, the tether broke upon removal. Flexible grasping forceps were used to remove the remaining tether. The stent remained in the patient as intended. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.